Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs did not include any stop of ventilation or technical error codes. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that during treatment, the ventilator stoped ventilating. There was nopatient harm. Manufacturer's ref #: (B)(4).